Event description:
It was reported that the ventricular lead exhibited noise and low impedance. During lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced.

Manufacturer narrative:
.